Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d4 serial number, e2, and e3. The device was not returned to olympus, but instead sent to a 3rd (third) party for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the remaining material was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. Olympus service business center followed up with the customer and recommended cleaning and brushing manually to remove as much material as possible and then manually performing a high-level disinfection of the scope before submitting for repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that chewing gum was pulled in to the colonovideoscope channel during an unspecified procedure. The customer indicated they have been cleaning it and removed a lot of the chewing gum but there is still some left behind. There was no report of patient injury or medical intervention associated with this event.